Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown brand of baclofen (71.4 mcg/ml at 10.36 mcg/day) and morphine (10 mg/ml at 1.45 mg/day) via an implantable pump. The pump's indications for use (ifus) were listed as non-malignant pain and chronic low back pain. On (B)(6) 2016, the hcp reported that the patient missed a scheduled pump refill appointment due to a snow storm and the pump was empty. The hcp was filling the pump on the day of the report. No patient symptoms were reported. Follow-up was conducted for additional intrathecal drug information (therapy start and end dates and baclofen type and lot number), other medications that the patient was taking at the time of the event, the patient's pertinent medical history, and the date the pump refill appointment was missed. If additional information is received, a follow-up report will be sent.